Event description:
It was reported that a ventricular oversensing was observed. Reprogramming was recommended. The patients condition is good.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes the lead was explanted and replaced. Patient condition was good after the event.